Event description:
It was reported that during the implant procedure, the luer hub on the delivery catheter broke off during slitting. The delivery catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed, the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter shaft was separated from the hub. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.